Event description:
It was reported that an alert had triggered for short interval counts (sic) and non-sustained episode criteria on the right ventricular (rv) lead. Noise and a rising threshold measurement were also observed. Pocket manipulations were not performed due to a fairly fresh incision. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5867-3m adaptor, implanted 2014 (B)(6). (B)(4).